Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and vomiting which occurred two days prior to the peritonitis diagnosis. A day after the event onset, the patient was hospitalized due to abdominal pain. On the same day as the event onset, the patient was treated with vancomycin injection (1g m, every third day. Ongoing) and meropenem injection (1gm, every day for 14 days ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that antibiotic treatments were stopped. The patient was discharged and has recovered from the event. It was reported that the patient's retraining was done. Should additional relevant information become available, a supplemental report will be submitted.